Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation while reprogramming the device. It was stated the patient was losing sensation in her arm, which was the area of pain the device was intended to cover. It was stated this caused her to drop objects. It was also stated the patient had developed severe knee pain that caused her to fall on multiple occasion, reportedly resulting in trips to the emergency room. It was stated the patient was told the device was "resting on a nerve" and that was the cause of the pain and pressure in her leg. The patient had stopped taking medications and turned the device off, and this had reduced the occurrences of falling. It was stated the symptoms started approximately 6-7 weeks prior to report. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.